Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses and suffered several unexplained systemic symptoms, including chronic back pain, chronic joint pain, fatigue, numbness and tingling in arms and hands, carpal tunnel syndrome requiring surgery, feeling in her ribs like she can't breathe, neurological issues, brain fog, confusion, headaches, migraines, trouble taking a full breath, tightness in her chest, candida, anxiety, vertigo, frequent body chills and fever, broken out face and acne, positive a&a, sensitivity to temperature, hot and cold sweats, hair loss, mouth dryness, c1 and c2 in vertebrae grinding on each other, 3 hemangioma on her liver (9 cm in size), mold toxicity, ringing in her ears, food intolerances, abnormal mood swings, and inflammation throughout entire body. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.